Manufacturer narrative:
Gfe sent for follow up about additional information and product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to product performance issue. The pacemaker was successfully replaced, and no additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Gfe sent for follow up about additional information and product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to product performance issue. The pacemaker was successfully replaced, and no additional adverse patient effects were reported. This device has been returned for analysis. Additional information was received. This pacemaker was explanted due to the device having less than four years of remaining battery life and the physician elected to implant a new one. No device malfunction was identified.